Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil had migrated/one of her coils was located in her ovary") in an adult female patient who had essure (ess205) (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: there were no any complications with the procedure. Concurrent conditions included tenderness since (B)(6)2016, haemorrhage nos since (B)(6)2016, cholecystectomy since (B)(6)2016, ovarian cystectomy since (B)(6)2016, chills since (B)(6)2016, weight decrease since (B)(6)2016, dizziness since (B)(6)2016 and fever since (B)(6)2016. In 2006, the patient had essure (ess205) inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain/chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, menorrhagia, nausea, pelvic discomfort, pelvic pain and vomiting to be related to essure (ess205). The reporter commented: removal details:left essure coil protruding through left tube, right coli ill the uterus on hysteroscopy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: bilateral tubal occlusion imaging procedure - in 2016: essure coils had migrated quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil had migrated/one of her coils was located in her ovary") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain/chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, menorrhagia, nausea, pelvic discomfort, pelvic pain and vomiting to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed imaging procedure - in 2016: essure coils had migrated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil had migrated/one of her coils was located in her ovary,malposition , migration'), abortion spontaneous ('stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure (ess205) (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: there were no any complications with the procedure. Concurrent conditions included haemorrhage nos since (B)(6) 2016, cholecystectomy since (B)(6) 2016, ovarian cystectomy since (B)(6) 2016, tenderness since (B)(6) 2016, chills since (B)(6) 2016, weight decrease since (B)(6) 2016, dizziness since (B)(6) 2016 and fever since (B)(6) 2016. In 2006, the patient had essure (ess205) inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain/chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), nausea ("nausea"), vomiting ("vomiting") and abdominal tenderness ("abdominal tenderness"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, nausea, vomiting, weight increased and abdominal tenderness outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal tenderness, abortion spontaneous, back pain, device dislocation, dyspareunia, menorrhagia, nausea, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, vomiting and weight increased to be related to essure (ess205). The reporter commented: removal details:left essure coil protruding through left tube, right coli ill the uterus on hysteroscopy plaintiff received treatment for pain ,migration ,other injury/symptom , discrepancy on insertion date - (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral tubal occlusion. Imaging procedure - in 2016: results: essure coils had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received, new reporter, patient demographic, new event stillbirth/miscarriage and pregnancy with contraceptive device were added incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil had migrated/one of her coils was located in her ovary") in an adult female patient who had essure (ess205) (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: there were no any complications with the procedure. Concurrent conditions included tenderness since (B)(6) 2016, haemorrhage nos since (B)(6) 2016, cholecystectomy since (B)(6) 2016, ovarian cystectomy since (B)(6) 2016, chills since (B)(6) 2016, weight decrease since (B)(6) 2016, dizziness since (B)(6) 2016 and fever since (B)(6) 2016. In 2006, the patient had essure (ess205) inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain/chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy to remove her essure coils). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, nausea and vomiting outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, menorrhagia, nausea, pelvic discomfort, pelvic pain and vomiting to be related to essure (ess205). The reporter commented: removal details:left essure coil protruding through left tube, right coli ill the uterus on hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion. Imaging procedure - in 2016: essure coils had migrated. Most recent follow-up information incorporated above includes: on 2-oct-2018: medical record received. New reporters and essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.